Event description:
The device was used in a diagnostic laparoscopy procedure. It was noted that there was bleeding in the abdominal cavity. Consequently the procedure was converted to an open technique to control the bleeding. The location and cause of the bleeding has not been confirmed. There have been no additional consequences reported.